Event description:
Pt reported glucose results of 424mg/dl and 238 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt used the damaged test strips and obtained those erratic readings. Customer service replaced subject test strips. Pt ahd twice in the past two weeks taken too much insulin due to the high readings and had a bad reaction. Pt did not seek medical attention or call the md. Medical affairs tried to call pt to obtain more info; however, phone line was busy and will be sending a letter. Based on the info provided, medical affairs is documenting this case as a meter malfunciton.